Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The customer undocked and re-docked the universal surgical manipulator (usm) to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved after re-docking the usm. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the endoscope had an inverted image. The customer reseated the sterile adapter and endoscope, but the issue was not resolved. The procedure was completing as planned with no reports of patient injury. Intuitive followed up with the customer and the following additional information was obtained: the endoscope was installed in the down position. The surgeon confirmed the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the user via the user interface. The interface was showing down but the image itself was up, and was stuck in the up position despite using the surgeon's console to rotate down and vice versa. The endoscope was reseated after being turned off, and it recalibrated correctly. The endoscope¿s adapter/base still engaged and it synced and targeted. No damage to the endoscope was found. Prior to the event, the endoscope was not manually rotated 180 degrees. The endoscope was redocked in order to correct the image orientation. It was not documented which endoscope was used for the case.